Event description:
It was reported that the device broke while tensioning.

Manufacturer narrative:
The affected device was returned and evaluated. A visual inspection confirmed the complaint that the tension gauge has fractured. The other half of the gauge was not returned. Plastics are vulnerable to brittle fractures due to over loading in a bending manner.  A crack may have initiated during use or due to the heating and cooling associated with autoclaving. We recommend that all reusable instruments be routinely inspected for wear and damage so they can be replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed. Credit has been issued for this device.